Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Interaction with the pump touch screen was no longer possible due to " extreme shatter and glass pieces throughout the screen" and customer reportedly, reverted to manual injections for insulin therapy. Customer's blood glucose was 176 mg/dl.